Event description:
The customer called to report a no delivery alarm and blood glucose levels greater than 600 mg/dl, which were treated with a manual injection. The customer also stated that she experienced a low blood glucose of 40 mg/dl yesterday, and felt that the insulin pump gave her too much insulin. The customer declined troubleshooting for the low blood glucose levels, but did conduct troubleshooting for the no delivery alarm. The insulin pump passed the prime test. Advised the customer that the insulin pump was working properly, and the alarm was due to an occlusion. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.